Manufacturer narrative:
Investigation revealed that the root cause of the incident is related to high fatigue and stress placed on the weld of the top plate of the seat post. Permobil's weld method on the affected revision of this component was more susceptible to failure due to stress and fatigue over time. Permobil conducted a design change in 2011 that was not implemented until after this unit was distributed which includes a stronger weld to the component to be able to withstand additional stress and fatigue. The wheelchair has been repaired with a newer revision component. The end user will be instructed to report damages/malfunctions when they occur to prevent a potential risk of injury if the product remains in use (warning labels attached to report).

Event description:
The end user reported experiencing an increase in abnormal movement of the seating system until eventually the seating broke off the seat elevator and rested on top of the chassis shroud. The customer was not injured as a result of this event. The dealer evaluated the wheelchair and found broken weld on upper seat post plate.